Event description:
The patient contacted animas on 03/04/2012 reporting that the pump dispensed insulin during the load step. The patient stated that the pump emitted two loss of prime warnings in the morning. The patient reported disconnecting from the pump and doing a rewind and load step during which the pump pushing insulin out of the cartridge. The patient stated that the cartridge was removed to stop the pump. The patient reported trying to load the cartridge again with the same result. This report is made based on the allegation that the pump dispensed insulin during the load cartridge step.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Correction/removal report number: 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow-up # 1 [date of submission 05/15/2011]-device evaluation: the pump has been returned and was evaluated by product analysis on 04/16/2012 with the following findings: the force sensor was found to be out of calibration. The pump was rewound and during the load step the pump could not detect a filled cartridge and emitted a 'no cartridge detected' warning. Moisture was observed on the force sensor assembly.